Event description:
Reportable based on device analysis completed on 30-jun-2022. It was reported that an error and leak occurred. The target lesion was located in the left lower extremity deep vein. A zelantedvt clothunter was advanced for thrombectomy procedure. The ultrasound showed a left iliofemoral vein thrombosis and physician decided to perform thrombectomy. The physician connected the catheter with the console and dipped the tip into the saline. The catheter was flushed and primed for 12 seconds normally. During power pulse mode for 8 seconds, the system suddenly stopped and alerted an error that showed, "the saline was filled". The physician tried for 3 attempts but it failed to carry on power pulse. The console alerted an error as well and liquid was found leaking from the bottom of the pump. The procedure was completed with another of the same device. There were no patient complications and the patient's status was stable. However, returned device analysis revealed a broken hypotube.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed 1 kink located 39.5cm from the tip. Functional testing was attempted per the instructions for use device preparation. The pump was inserted into the ultra drive unit console. The pump and device would not prime due to a check saline supply alarm. The device was x-rayed to find a broken hypotube located at the 39.5cm from the tip. The devices pressure could not be recorded due to the device not finishing the prime sequence. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.